Event description:
It was reported that there is a discrepancy in the jig measurements. Calipers were used to to check resection depths. Was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "[distal femoral jig out by 2mm]" the product was not returned to depuy synthes, however photos were provided for review. See attachment (img_0580.). The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: a1, a3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: distal femoral jig out by 2mm. Had to set jig to 7mm resection depth to equate for a 9mm resection depth. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or explicit visual defects with the [attune distal femoral jig]. The slider tube component was not returned for evaluation. A functional test could not be performed because the slider tube mating component was not returned for evaluation. However, a functional test was conducted using a lab sample mating component, and the components worked as intended. Although no damage was observed, the device was manufactured in 2014 and it shows signs of moderate to heavy usage, including marks and signs of component interaction at the assembly points, such as the slider tube assembly point. Additionally, the spring mechanisms that control the device's measurements may have slightly worn due to usage. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional evaluation revealed that the device mechanisms worked as intended. Therefore, it is not possible to confirm the reported issue based on the provided evidence. A dimensional inspection could not be performed because the involved mating component was not returned, and it is needed to measure while both components are assembled. The overall complaint was not confirmed as no explicit damage or any functional issue was identified for the [attune distal femoral jig]. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d4 (primary UDI number), h3.

Event description:
Additional information received: a. Please confirm if the damage happened during the procedure or if the damaged instrument was already in the set before the procedure. >> "I would imagine the problem would have been pre-existing. The surgeon set the distal femoral jig to 9mm. He then measured this with a manual caliper and it was out by approx. 2mm. There was no apparent damage or event that took place during the case itself to cause this issue. "

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.